Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had a flickering purple image. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was green and the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely the flickering purple image and green image were due to a broken charged coupled device. However, a definitive root cause could not be established. The most probable cause of the complaint is component failure. Based on the results of the investigation, the fiber bonding in the outer tube area damage is likely due to user error. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device had a flickering purple image. No patient harm reported.